Event description:
While cleaning manifold cap area on neptune rover, hospital employee cut their finger. No treatment was required for the cut. The employee is following the hospital's "needle stick protocol" and having regular blood draws taken for up to one year.